Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic punctures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included conjunctivitis viral nos on (B)(6) 2013, temporomandibular joint disorder nos on (B)(6) 2010, hallux valgus on (B)(6) 2009, female sterility on (B)(6) 2006, myopia on (B)(6) 2005, asthma on (B)(6) 2004, reactive depression on (B)(6) 2004, gravida I and parity 1. No relevant past medical-surgical personal history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2007. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), dysmenorrhoea ("dysmenorrhea / severe dysmenorrhea"), amenorrhoea ("amenorrhea"), metal poisoning ("metallosis"), arthralgia ("joint pain / chronic joint pain"), dermatitis allergic ("skin allergies"), inflammation ("abdominal inflammation"), fatigue ("tiredness"), urticaria ("urticaria"), insomnia ("insomnia"), anxiety ("anxiety"), headache ("headaches"), amnesia ("memory loss"), skin injury ("skin injuries"), abdominal pain ("abdominal pain"), hypomenorrhoea ("poor menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), vaginal infection ("repeated vaginal infections"), allergy to metals ("nickel allergy"), pruritus ("pruritus on a daily basis"), rash ("rash"), erythema ("micropapules on her face and forehead with erythematous plaques that peel off"), dermatitis contact ("eczema after wearing jewellery, also when in contact with silver objects"), seborrhoeic dermatitis ("seborrheic dermatitis") and keratosis pilaris ("keratosis pilaris") and was found to have uterine leiomyoma ("intramural myoma"). The patient was treated with dequalinium chloride (fluomizin), diclofenac, naproxen, methylprednisolone aceponate (lexxema) and surgery (total hysterectomy with bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, dysmenorrhoea, amenorrhoea, metal poisoning, arthralgia, dermatitis allergic, inflammation, fatigue, urticaria, insomnia, anxiety, headache, amnesia, skin injury, abdominal pain, hypomenorrhoea, menstruation irregular, vaginal infection, allergy to metals, pruritus, rash, erythema, dermatitis contact, uterine leiomyoma, seborrhoeic dermatitis and keratosis pilaris outcome was unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, amnesia, anxiety, arthralgia, dermatitis allergic, dermatitis contact, dysmenorrhoea, erythema, fatigue, headache, hypersensitivity, hypomenorrhoea, inflammation, insomnia, keratosis pilaris, menstruation irregular, metal poisoning, pelvic pain, pruritus, rash, seborrhoeic dermatitis, skin injury, swelling, urticaria, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: bilateral essures were inserted without complications, leaving 2 loops in the cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2019: positive to cobalt, nickel sulphate, silver nitrate. Ultrasound scan vagina on (B)(6) 2009: uterine cavity with bicornuate appearance; in 2019: normal ovaries; essures normally inserted. X-ray on (B)(6) 2019: normal cardiomediastinal silhouette and pleuropulmonary structures. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic punctures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included conjunctivitis viral nos on (B)(6) 2013, temporomandibular joint disorder nos on (B)(6) 2010, hallux valgus on (B)(6) 2009, female sterility on (B)(6) 2006, myopia on (B)(6) 2005, asthma on (B)(6) 2004, reactive depression on (B)(6) 2004, gravida I and parity 1. No relevant past medical-surgical personal history. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2007. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), dysmenorrhoea ("dysmenorrhea / severe dysmenorrhea"), amenorrhoea ("amenorrhea"), metal poisoning ("metallosis"), arthralgia ("joint pain / chronic joint pain"), dermatitis allergic ("skin allergies"), inflammation ("abdominal inflammation"), fatigue ("tiredness"), urticaria ("urticaria"), insomnia ("insomnia"), anxiety ("anxiety"), headache ("headaches"), amnesia ("memory loss"), skin injury ("skin injuries"), abdominal pain ("abdominal pain"), hypomenorrhoea ("poor menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), vaginal infection ("repeated vaginal infections"), allergy to metals ("nickel allergy"), pruritus ("pruritus on a daily basis"), rash ("rash"), erythema ("micropapules on her face and forehead with erythematous plaques that peel off"), dermatitis contact ("eczema after wearing jewellery, also when in contact with silver objects"), seborrhoeic dermatitis ("seborrheic dermatitis") and keratosis pilaris ("keratosis pilaris") and was found to have uterine leiomyoma ("intramural myoma"). The patient was treated with dequalinium chloride (fluomizin), diclofenac, naproxen, methylprednisolone aceponate (lexxema) and surgery (total hysterectomy with bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, dysmenorrhoea, amenorrhoea, metal poisoning, arthralgia, dermatitis allergic, inflammation, fatigue, urticaria, insomnia, anxiety, headache, amnesia, skin injury, abdominal pain, hypomenorrhoea, menstruation irregular, vaginal infection, allergy to metals, pruritus, rash, erythema, dermatitis contact, uterine leiomyoma, seborrhoeic dermatitis and keratosis pilaris outcome was unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, amnesia, anxiety, arthralgia, dermatitis allergic, dermatitis contact, dysmenorrhoea, erythema, fatigue, headache, hypersensitivity, hypomenorrhoea, inflammation, insomnia, keratosis pilaris, menstruation irregular, metal poisoning, pelvic pain, pruritus, rash, seborrhoeic dermatitis, skin injury, swelling, urticaria, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: bilateral essures were inserted without complications, leaving 2 loops in the cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2019: positive to cobalt, nickel sulphate, silver nitrate. Ultrasound scan vagina on (B)(6) 2009: uterine cavity with bicornuate appearance; in 2019: normal ovaries; essures normally inserted. X-ray on (B)(6) 2019: normal cardiomediastinal silhouette and pleuropulmonary structures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic punctures') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smear cervix normal on (B)(6) 2008, female sterility in 2006, myopia in 2005, asthma in 2004, gravida I, parity 1 and premenstrual pain. No relevant past medical-surgical personal history, no allergies, no tobacco. Previously administered products included for an unreported indication: oral hormonal contraception on (B)(6) 2007. Concurrent conditions included reactive depression since 2004, hypomenorrhea and pain menstrual. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced foot deformity ("hallux valgus"), 3 months 27 days after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2010, the patient experienced temporomandibular joint syndrome ("alteration of the temporomandibular joint"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / severe dysmenorrhea"). On (B)(6) 2013, the patient experienced conjunctivitis viral ("viral infectious conjunctivitis"). On (B)(6) 2013, the patient experienced carpal tunnel syndrome ("mild bilateral carpal tunnel syndrome"). On (B)(6) 2019, the patient experienced dyspareunia ("discomfort after intercourse"). On (B)(6) 2019, the patient experienced rectocele ("1st degree rectocele"). On an unknown date, the patient experienced swelling ("swelling"), hypersensitivity ("allergic reaction"), amenorrhoea ("amenorrhea"), metal poisoning ("metallosis"), arthralgia ("joint pain / chronic joint pain"), dermatitis due to metals ("skin allergies / allergic contact dermatitis due to nickel, cobalt and silver nitrate."), inflammation ("abdominal inflammation"), fatigue ("tiredness"), urticaria ("urticaria"), insomnia ("insomnia"), anxiety ("anxiety"), headache ("headaches"), amnesia ("memory loss"), skin injury ("skin injuries"), abdominal pain ("abdominal pain"), light periods ("poor menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), vaginal infection ("repeated vaginal infections"), allergy to metals ("nickel allergy"), rash ("rash"), erythema ("micropapules on her face and forehead with erythematous plaques that peel off"), contact eczema ("eczema after wearing jewellery, also when in contact with silver objects"), seborrhoeic dermatitis ("seborrheic dermatitis"), keratosis pilaris ("keratosis pilaris") with pruritus, abdominal pain lower ("abdominal pain at the level of both iliac fossae of several years"), myalgia ("muscle pain"), abdominal distension ("abdominal swelling"), rubber sensitivity ("sensitization to latex"), hypomenorrhoea ("hypomenorrhoea"), mite allergy ("sensitization to mites"), mycotic allergy ("sensitization to environmental fungi"), allergy to animal ("sensitization to dog and cat"), seasonal allergy ("sensitization to pollens") and endometriosis ("left tubal endometriosis") and was found to have uterine leiomyoma ("intramural myoma"). The patient was treated with antihistamines, bilastine, dequalinium chloride (fluomizin), diclofenac, ibuprofen, naproxen, paracetamol, methylprednisolone aceponate (lexxema) and surgery (total hysterectomy with bilateral salpingectomy by laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, dysmenorrhoea, amenorrhoea, metal poisoning, arthralgia, dermatitis due to metals, inflammation, fatigue, urticaria, insomnia, anxiety, headache, amnesia, skin injury, light periods, menstruation irregular, vaginal infection, allergy to metals, rash, erythema, contact eczema, uterine leiomyoma, seborrhoeic dermatitis, keratosis pilaris, conjunctivitis viral, foot deformity, temporomandibular joint syndrome, abdominal pain lower, myalgia, abdominal distension, rubber sensitivity, mite allergy, mycotic allergy, allergy to animal, seasonal allergy, endometriosis, carpal tunnel syndrome, rectocele and dyspareunia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to animal, allergy to metals, amenorrhoea, amnesia, anxiety, arthralgia, carpal tunnel syndrome, conjunctivitis viral, dermatitis due to metals, dysmenorrhoea, dyspareunia, endometriosis, erythema, fatigue, foot deformity, headache, hypersensitivity, inflammation, insomnia, keratosis pilaris, light periods, menstruation irregular, metal poisoning, mite allergy, myalgia, mycotic allergy, pelvic pain, rash, rectocele, rubber sensitivity, seasonal allergy, seborrhoeic dermatitis, skin injury, swelling, temporomandibular joint syndrome, urticaria, uterine leiomyoma, vaginal infection, contact eczema and hypomenorrhoea to be related to essure. The reporter commented: bilateral essures were inserted without complications, leaving 2 loops in the cavity on each side. Date of essure removal was discrepancy ((B)(6) 2019 or (B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: urticaria protocol skin tests are performed: cobalt chloride 1% ++++, nickel sulfate 5% ++++, silver nitrate 1% ++++. Principal diagnostic: allergic contact dermatitis due to nickel, cobalt and silver nitrate; on (B)(6) 2019: positive to cobalt, nickel sulphate, silver nitrate. Blood prolactin - on (B)(6) 2019: 70. Mammogram - on (B)(6) 2019: a predominance of fibroglandular tissue with a heterogeneous distribution, which reduces the sensitivity for detecting focal lesions. Scheduled for complementary ultrasound; on (B)(6) 2019: breast with predominantly fibroglandular tissue with simple bilateral mammary cysts in the upper quadrants, the largest in size in the superexternal quadrant of left breast of 10 mm. Conclusion: simple bilateral breast cysts. Bi-rads 2. Mean cell haemoglobin concentration (32.0 - 36.0 g/dl) - on (B)(6) 2019: 31.5 g/dl. Mean cell volume (80.0 - 98.0 fl) - on (B)(6) 2019: 98.8 fl. Pathology test - on (B)(6) 2019: total hysterectomy specimen measuring 8 x 7 x 5 cm of major axes, includes a cervix measuring 4.5 x 4.5 x 3 cm showing a patent external cervical os, which continues with a free endometrial cavity of 0.5 cm of mean thickness. A whitish, rounded myoma with a diameter of 1 cm is identified in the parietal thickness. The right uterine tube is 8 centimeters long without gross lesions, and the left uterine tube is 9 cm long with similar characteristics. Essure-type metallic bilateral intratubal devices are isolated. Representative sections are included for histological study. Microscopic description: histologically, there are areas of regular cervical metaplasia without dysplasia. The endometrium shows weakly proliferative features. The nodular formation described corresponds to a proliferation of smooth muscle tissue, without increased proliferative activity, atypia, or areas of hemorrhage or necrosis. Both tubes are permeable, identifying the presence of endometriotic implants in the wall of the left tube. No evidence of malignancy. Diagnosis: total hysterectomy with double salpingectomy: uterine leiomyoma. Left tubal endometriosis. Hypoproliferative endometrium. Red blood cell count (4.60 - 5.70 10 thousand per microlitre) - on (B)(6) 2019: 4.27 10 thousand per microlitre. Specialist consultation - in (B)(6) 2019: check-up consultation, without incidents with normal radiography; on (B)(6) 2019: the patient comes with a follow-up ultrasound, normal remaining ovaries, normal vaginal, 1st degree rectocele, no cystocele. Main diagnosis: pelvic pain in a patient with essures. Procedure: total hysterectomy with laparoscopic bilateral salpingectomy. Ultrasound breast - on (B)(6) 2019: bilateral retroareolar duct ectasia. Multiple isodense nodules with partially circumscribed borders in both breasts. Fibroglandular tissue accumulation in upper outer quadrant of the left breast. Some scattered punctate calcification is observed in both breasts, with a benign appearance. Conclusion: heterogeneous dense breasts. Multiple isodense nodules in both breasts. To be assessed using the aforementioned ultrasound. Bi-rads category 0. Ultrasound scan vagina - on (B)(6) 2009: uterine cavity with bicornuate appearance; in (B)(6) 2009: three months after essure placement normally-inserted devices are confirmed; on (B)(6) 2009: normally-inserted essures; in 2019: normal ovaries; essures normally inserted; on (B)(6) 2019: uterus: not visible due to previous surgery. Adnexa:right: with an echo negative formation with a follicular aspect of 13 mm; left: 25 cm x 15 mm, with 10 mm follicular image; douglas: free, remaining ovaries of normal morphology. X-ray - on (B)(6) 2019: normal cardiomediastinal silhouette and pleuropulmonary structures; in (B)(6) 2019: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2021: the follow information were included: patient's details, medical history, lab data, other treatment products, new events - iliac fossa pain, swelling abdomen, muscle pain, latex allergy, mite allergy, micotic allergy, allergy to animal, endometriosis of fallopian tube, carpal tunnel syndrome, post coital pain, rectocele, onset date added to pelvic pain female, abdominal pain outcome updated from unknown to recovered/resolved, non-serious adverse event from medical history was transfer to event: conjunctivitis viral nos, hallux valgus, temporomandibular joint disorder nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/ pelvic punctures/stabbing pelvic pain'). In a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: smear cervix normal on (B)(6) 2008, female sterility in 2006, myopia in 2005, asthma in 2004, gravida I, parity 1 and premenstrual pain. No relevant past medical surgical personal history, no allergies, no tobacco. Previously administered products, included for an unreported indication: oral hormonal contraception on (B)(6) 2007. Concurrent conditions included: reactive depression since 2004, hypomenorrhea and pain menstrual. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced foot deformity ("hallux valgus"), (B)(6) months (B)(6) days after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2010, the patient experienced temporomandibular joint syndrome ("alteration of the temporomandibular joint"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, severe"). On (B)(6) 2013, the patient experienced conjunctivitis viral ("viral infectious conjunctivitis"). On (B)(6) 2013, the patient experienced carpal tunnel syndrome ("mild bilateral carpal tunnel syndrome"). On (B)(6) 2019, the patient experienced dyspareunia ("discomfort after intercourse"). On (B)(6) 2019, the patient experienced rectocele ("1st degree rectocele"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain at the level of both iliac fossae of several years"), abdominal distension ("abdominal swelling"), allergy to metals ("nickel allergy, cobalt allergy, silver nitrate allergy"), urticaria ("urticaria") with rash, erythema ("micropapules on her face and forehead with erythematous plaques that peel off"), amenorrhoea ("amenorrhea"), hypomenorrhoea ("poor menstrual cycles/ hypomenorrhoea"), headache ("headaches"), vaginal infection ("repeated vaginal infections"), endometriosis ("left tubal endometriosis"), endometrial hyperplasia ("hyperproliferative endometrium"), seborrhoeic dermatitis ("seborrheic dermatitis"), dermatitis contact ("eczema after wearing jewellery, also when in contact with silver objects/contact dermatitis, due to nickel"), keratosis pilaris ("keratosis pilaris") with pruritus, onychomadesis ("toe nail loss"), metal poisoning ("metallosis"), allergy to animal ("sensitization to dog and cat"), mycotic allergy ("sensitization to environmental fungi"), rubber sensitivity ("sensitization to latex"), seasonal allergy ("sensitization to pollens"), mite allergy ("sensitization to mites"), swelling ("swelling"), musculoskeletal pain ("joint and muscle pain/chronic joint pain"), inflammation ("abdominal inflammation"), insomnia ("insomnia"), fatigue ("tiredness"), amnesia ("memory loss"), depression ("depression") and anxiety ("anxiety"). And was found to have uterine leiomyoma ("intramural myoma/uterine fibroids"). The patient was treated with antihistamines, bilastine, dequalinium chloride (fluomizin), diclofenac, ibuprofen, naproxen, paracetamol, methylprednisolone aceponate (lexxema) and surgery (total hysterectomy, with bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal distension, dysmenorrhoea, dyspareunia, allergy to metals, urticaria, erythema, amenorrhoea, hypomenorrhoea, headache, vaginal infection, uterine leiomyoma, endometriosis, endometrial hyperplasia, seborrhoeic dermatitis, dermatitis contact, keratosis pilaris, onychomadesis, metal poisoning, allergy to animal, mycotic allergy, rubber sensitivity, seasonal allergy, mite allergy, swelling, musculoskeletal pain, inflammation, conjunctivitis viral, insomnia, foot deformity, temporomandibular joint syndrome, carpal tunnel syndrome, rectocele, fatigue, amnesia, depression and anxiety outcome was unknown. And the abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to animal, allergy to metals, amenorrhoea, amnesia, anxiety, carpal tunnel syndrome, conjunctivitis viral, depression, dermatitis contact, dysmenorrhoea, dyspareunia, endometrial hyperplasia, endometriosis, erythema, fatigue, foot deformity, headache, hypomenorrhoea, inflammation, insomnia, keratosis pilaris, metal poisoning, mite allergy, musculoskeletal pain, mycotic allergy, onychomadesis, pelvic pain, rectocele, rubber sensitivity, seasonal allergy, seborrhoeic dermatitis, swelling, temporomandibular joint syndrome, urticaria, uterine leiomyoma and vaginal infection to be related to essure. The reporter commented: bilateral essures were inserted without complications, leaving 2 loops in the cavity on each side. Date of essure removal was discrepant ( (B)(6) 2019). Date of essure insertion was discrepant ((B)(6) 2009). Patient informed feeling bad for (B)(6) to (B)(6) years. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2019, urticaria protocol skin tests are performed: cobalt chloride 1% ++++, nickel sulfate 5% ++++, silver nitrate 1% ++++. Principal diagnostic: allergic contact dermatitis, due to nickel, cobalt and silver nitrate; on (B)(6) 2019, positive to cobalt, nickel sulphate, silver nitrate.; blood prolactin: on (B)(6) 2019, 70.; computerised tomogram: on 2019, no radiological findings, that can explain the patient¿s symptoms.; mammogram: on (B)(6) 2019, a predominance of fibroglandular tissue with a heterogeneous distribution, which reduces the sensitivity for detecting focal lesions. Scheduled for complementary ultrasound; on (B)(6) 2019, breast with predominantly fibroglandular tissue with simple bilateral mammary cysts in the upper quadrants, the largest in size in the superexternal quadrant of left breast of 10 mm. Conclusion: simple bilateral breast cysts. Bi-rads 2. Mean cell haemoglobin concentration (32.0 - 36.0 g/dl): on (B)(6) 2019, 31.5 g/dl.; mean cell volume (80.0 - 98.0 fl): on (B)(6) 2019, 98.8 fl.; pathology test: on (B)(6) 2019, total hysterectomy specimen measuring 8 x 7 x 5 cm of major axes, includes a cervix measuring 4.5 x 4.5 x 3 cm showing a patent external cervical os, which continues with a free endometrial cavity of 0.5 cm of mean thickness. A whitish, rounded myoma with a diameter of 1 cm is identified in the parietal thickness. The right uterine tube is 8 centimeters long without gross lesions, and the left uterine tube is 9 cm long with similar characteristics. Essure-type metallic bilateral intratubal devices are isolated. Representative sections are included for histological study. Microscopic description: histologically, there are areas of regular cervical metaplasia without dysplasia. The endometrium shows weakly proliferative features. The nodular formation described corresponds to a proliferation of smooth muscle tissue, without increased proliferative activity, atypia, or areas of hemorrhage or necrosis. Both tubes are permeable, identifying the presence of endometriotic implants in the wall of the left tube. No evidence of malignancy. Diagnosis: total hysterectomy with double salpingectomy: uterine leiomyoma. Left tubal endometriosis. Hypoproliferative endometrium. Red blood cell count (4.60 - 5.70 10 thousand per microlitre): on (B)(6) 2019, 4.27 10 thousand per microlitre.; specialist consultation: in (B)(6) 2019, check-up consultation, without incidents with normal radiography; on (B)(6) 2019, the patient comes with a follow-up ultrasound, normal remaining ovaries, normal vaginal, 1st degree rectocele, no cystocele. Main diagnosis: pelvic pain in a patient with essures. Procedure: total hysterectomy with laparoscopic bilateral salpingectomy.; ultrasound breast: on (B)(6) 2019, bilateral retroareolar duct ectasia. Multiple isodense nodules with partially circumscribed borders in both breasts. Fibroglandular tissue accumulation in upper outer quadrant of the left breast. Some scattered punctate calcification is observed, in both breasts. With a benign appearance. Conclusion: heterogeneous dense breasts. Multiple isodense nodules in both breasts. To be assessed using the aforementioned ultrasound. Bi-rads category 0. Ultrasound scan vagina: on (B)(6) 2009, uterine cavity with bicornuate appearance; in (B)(6) 2009, (B)(6) months after essure placement normally inserted devices are confirmed; on (B)(6) 2009, normally inserted essures; in 2019, normal ovaries; essures normally inserted; on (B)(6) 2019, uterus: not visible, due to previous surgery. Adnexa:right: with an echo negative formation with a follicular aspect of 13 mm, left: 25 cm x 15 mm, with 10 mm follicular image, douglas: free, remaining ovaries of normal morphology. X-ray: on (B)(6) 2019, normal cardiomediastinal silhouette and pleuropulmonary structures; in (B)(6) 2019, unremarkable. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022, reporter added, lab data updated. Event: "pelvic pain female" as reported updated, depression, nail loss, and endrometrial hyperplasia added as adverse events. Some events were merged, as per medical judgment. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.